Manufacturer narrative:
P-cap locked in place properly during testing. Device received with intermittent button response due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working on the insulin pump. The customer's blood glucose level was 281 mg/dl at the time of the incident. The customer were having problems with keypad as they had to push the buttons multiple times. The customer stated that they pushed the center 4 times just to check active insulin. The customer stated that the numbers were ramping on their own and scroll bar was moving without any input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.